Event description:
It was reported that the customer believes the suprapubic tray they have now was little bit different than the one they used before. The introducer was sharp metallic which caused a through and through injury to one of the patients. No medical intervention was reported. Per follow up information received on (B)(6) 2025, patient had to undergo surgery to repair the bladder injury and no sample available.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: b,d,e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer believes the suprapubic tray they have now was little bitdifferent than the one they used before. The introducer was sharp metallic which caused a through and through injury to one of the patients. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction- b, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer believes the suprapubic tray they have now was little bit different than the one they used before. The introducer was sharp metallic which caused a through and through injury to one of the patients. No medical intervention was reported. Per follow up information received on 04sep2025, patient had to undergo surgery to repair the bladder injury and no sample available.